Event description:
It was reported that during an implant attempt, the lead helix would not deploy. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed and the distal conductor was distorted. There was blood in/on the helix mechanism, there was a deformation/fracture in the proximal section of the inner coil, indicating extension problems, and the lead was damaged at implant.